Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned in (B)(6) 2010 due to high threshold measurements and a replacement dextrus lead was successfully implanted. Four months later, the replacement dextrus lead was exhibiting decreased sensing and changes in impedance measurements. A revision procedure was performed and this lead was repositioned without further incident. During the revision procedure, an x-ray revealed that the original rv lead that had been previously abandoned had now dislodged. Therefore, this lead was explanted. The local boston scientific representative did not have access to this patient's records. However, it is suspected that the initial high threshold measurements were the result of a microdislodgement. This patient is pacemaker dependent; however, no syncope or loss of therapy was confirmed as a result of the clinical observations.